Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead dislodged somewhere between post-op and pre-discharge check. The lead was repositioned and remains in use. It was noted that the patient had ventricular tachycardia during the repositioning procedure. No patient complications have been reported as a result of this event.